Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that following angioplasty and stenting procedure for left middle cerebral artery (mca) stenosis, the patient's condition was stable and at neurological baseline. Approximately 18 hours post procedure, hemorrhage occurred in the left mca territory. Decompressive craniectomy was attempted by the physician to try to resolve the event. The event was not resolved and evaluated by physician to be a serious injury. Patient's condition worsened and patient expired 8 days after procedure. The physician considered the adverse event and subsequent death unrelated to the device. Other possible contributing factors to the event were hypertension.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, hemorrhagic event and death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that following angioplasty and stenting procedure for left middle cerebral artery (mca) stenosis, the patient's condition was stable and at neurological baseline. Approximately 18 hours post procedure, hemorrhage occurred in the left mca territory. Decompressive craniectomy was attempted by the physician to try to resolve the event. The event was not resolved and evaluated by physician to be a serious injury. Patient's condition worsened and patient expired 8 days after procedure. The physician considered the adverse event and subsequent death unrelated to the device. Other possible contributing factors to the event were hypertension.